Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, it was reported that the patient experienced diaphoresis, dyspnea, and confusion. The behavior of the cmg display device at the onset of symptoms was not documented. The patient collapsed. Bystanders called ems and he was transported by an ambulance to the hospital. According to the report, the patient could not provide the bg or cgm value anymore by the time of the call, but reportedly knew his dexcom readings were off at that time. At the hospital, he was given IV fluids and something to increase his glucose. He also no longer remembered additional medication provided. He stayed in the hospital for 2 days and when he was released he was feeling okay. At the time of the report more than 2 months later, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.